Event description:
It was reported that the patient's blood glucose levels reached 452 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. A negative test for ketones was also reported. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The downloaded data returned an 0x33 alarm, indicating the pod timed out while waiting for input from the user. Investigation found no defects or deficiencies that would contribute to the observed alarm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarms were replicated during this test.